Manufacturer narrative:
The asp conducted an on-site visit and confirmed that the device exhibited an audio failure. After performing a self-test, the device resumed normal function. The device was returned to use, and no further evaluation is warranted at this time. Reporting institution information: (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse), authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the device indicated an audio failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.